Event description:
It was reported that the home patient (hp) had a system error 2240 (air in tubing) alarm on the homechoice (hc). This occurred during the initial drain, while the hp was connected. The patient line had not been properly primed before therapy was initiated. The technical service representative (tsr) had the hp cycle the power to clear the alarm. The tsr had the hp disconnect from the machine in order to be able to restart the set up with all new supplies. There was no report of adverse event associated with this report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). This report is for a system error 2240, where the home patient indicated that the patient line had not been properly primed. However, incomplete prime can often be due to use error. Use error is addressed in "the homechoice and homechoice pro apd systems patient at-home guide", which is shipped with every homechoice device. The guide provides step-by-step instructions for properly priming the disposable set. It warns the user not to connect to your patient line unless the fluid level is at or near the connector at the end of the disposable set patient line. It instructs the user to verify that the patient line is properly primed. It provides step-by-step instructions for properly re-priming the patient line. A review of the label for the product family will be conducted. If any relevant information is obtained, a supplemental report will be submitted.